Event description:
It was reported that "the intra-aortic balloon (iab) does not work. Another 30cc iab was successfully used. No clinical consequence for the patient."

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: the iab, teflon sheath & driveline pump tubing with 40cc connector plug were returned for evaluation. The fiberoptix sensor (fos) connector was visually examined. Fos grey housing of the center post was protruding from the white housing; both retaining tabs were intact. There was excess glue on the right side of retaining tab & between the white housing & slide connector. Fos center post was examined under magnification. There was no debris in the center post & center post was centered. Fos grey housing was realigned into the white housing. Fos was cleaned & light level tested. Fos failed, indicating a broken fiber. Cal key was tested separately & passed. The grey housing jutted from the white housing after it was removed from the foms. When fos is not available, the iabp is still able to be used since an ap (arterial pressure) signal is available through the central lumen. A transducer can be connected to the central lumen, ap & timing can be monitoring from this location. The effect of not having an ap fos signal is the enhanced wave inflation timing algorithm is not available in autopilot mode. Blood was noted on exterior surfaces of iab & teflon sheath. Flex tip assembly & catheter were bent & catheter was buckled at distal tip of iab. The fos connector & cal key were attached to the yellow fos cable, which was attached to the iab. The teflon sheath was on the bladder at the distal tip of the iab. The sheath was buckled at the proximal end of the sheath body. The distal portion of the bladder protruding from the sheath tip was loosely wrapped & slightly taunted at the distal tip of the iab. A piece of fos fiber was noted to be broken in the catheter at the distal tip of the iab. The proximal end of the fiber was firmly attached to the bushing of the bifurcation. An in-house spring wire guide (swg) was passed through the central lumen with ease. The one way valve was tested & passed all tests. A vacuum was pulled on the iab after cleaning. An attempt was made to advance the iab through the sheath, but the iab was unable to advance due to the buckling of the sheath. The sheath was moved counterclockwise with a little force on the iab & iab was able to be moved through the sheath. There was no blood noted in the bladder. The bladder remained tightly wrapped for the duration of the vacuum test. It appeared that the buckling of the sheath was consistent with the customer attempt to remove the balloon through the sheath. Per IFU: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The iab was submerged & pressurized in water. A leak was detected in the bladder at the distal tip of the iab. The bladder was examined under magnification. There was a slit at the distal tip of the iab. The balloon wall thickness was measured & found to be within specification. There was sufficient adhesive present at the fiber to tip tact point. The multiple breaks in the fiber are consistent with attempting to remove an unwrapped iab through the sheath. The teflon sheath body & sheath hub were examined under magnification. There were no abnormalities noted. The distal tip of the sheath was pushed inward. The inner diameters of the sheath tip & hub were measured & were within specification. The reported complaint of "the iab does not work" is confirmed. While no explantation of "does not work" was obtained, the iab was returned with the bladder inside the sheath and it was not possible to advance the balloon through the sheath in the state it was returned in. The fos fiber was broken. The slit is consistent with the broken fos fiber being ground into the bladder during the attempted removal through the sheath.